Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported. Dditionally, at the time of the call, dexcom technical support advised patient's mother to test the alert functionality and patient's mother reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015; however, did not include the date of issue. Therefore, the reported event of intermittent audio output could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test for intermittency was performed and the test passed. A review of the downloaded receiver lod did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.